Event description:
Discrepant hemoglobin (hgb) results were generated on cell-dyn 3500 while testing patient samples. The customer provided one example of discrepant hgb results. An initial hgb result of 8.0 g/dl retested at 15.0 g/dl. The customer did not know the total number of discrepant hgb results generated and declined to provide additional patient information. No suspect results were reported out of the laboratory. No impact to patient management was reported.